Event description:
Initial reporter, who is also the medical examiner, reports that the patient was found unresponsive and resuscitation attempts were made including the use of a autopulse. Patient could not be resuscitated. Medical examiner determined cause of death was due to cardiovascular disease with contributory cod and diabetes. Autopsy identified the patient was observed to have a t-8 fracture, along with sternal fractures, and multiple rib fractures.

Manufacturer narrative:
According to the medical examiner's findings the autopulse was not the cause of the death. Although rib fractures and sternal fractures were reported, these types of fractures are consistent with outcomes of CPR and are not considered to be reportable, based on the following statement released from the 2005 international consensus conference on cardiopulmonary resuscitation and emergency cardiovascular care science "rib fractures and other injuries are common but acceptable consequences of CPR given the alternative of death from cardiac arrest." This report is submitted based on the t8 fracture. The type of fracture is unknown at this time. Compression fractures are not considered a potential outcome of CPR. However, extension-type spinal fractures are considered to be a potential outcome of CPR. Extension-type fractures are rare, and it is difficult to compare the rates of occurrence (autopulse versus manual) of these type of fractures in events involving CPR. Therefore, we are filing this report. The initial reporter was unable to identify the autopulse device used on this patient and whether manual CPR was also applied to the patient. We are attempting to identify and obtain the device for engineering evaluation. However, nothing in the reported event would lead us to conclude that the device malfunctioned. Zoll circulation is attempting to obtain the autopsy report to determine the type of spinal fracture, as well as the device for our evaluation. We will submit a final report at the conclusion of our investigation.